Event description:
During a pfa procedure, the physician had problems with intubating the right pulmonary veins. He tried several times to put the wire into the vein, but during these attempts, the wire got entangled between the splines several times. The catheter was removed from the sheath and some plastic fibers entangled between the splines of the catheter were observed. The catheter was replaced and the procedure was completed with no adverse patient consequences.